Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements. It was noted that the measurements were taken through a programmer as no device had any related records or alerts regarding this issue. This lead remains in service. No adverse patient effects were reported.